Manufacturer narrative:
The insulin pump was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The unit p-cap, test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working. The insulin pump had a dent and crack on the buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.